Event description:
It was reported that a patient's generator was unable to be interrogated due to the connection between the physician's tablet and usb serial cable. The patient was interrogated with a backup programming system successfully. The usb serial cable was replaced. Attempts for additional information have been unsuccessful to date. The serial cable is expected for return, but has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The serial cable was received on 12/01/2015. Analysis has not been completed to date.

Event description:
Analysis was completed on 12/18/2015. The cause of the serial cord failure was a disconnected wire connection. Once the wire was soldered onto the printed circuit board, no further anomalies were identified. The failure of the serial cable was most likely poor quality workmanship of the cable from the manufacturer in combination with additional stresses applied on the cable during normal use.